Event description:
It was reported by service report that the bed exit was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: scale and bed exit were found to be fully functional. A stryker field service tech visually and functionally performed tests, and confirmed that the bed met and performed to spec. The event occurred because of untrained staff not following the IFU instructions clearly stating that the bed must be vacant when the scale is zeroed.